Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned. Visual and x-ray inspections found the helix was bent / damaged consistent with procedural damage. The helix mechanism test was unable to be performed due to the condition of the helix, as received. The cause of the reported event was isolated to the damaged helix. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead had retraction problem. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.